Manufacturer narrative:
Upon receipt to the post market quality assurance laboratory, analysis determined this device functioned within electrical specification. The battery status was "good" at explant. Analysis concluded this device met specification.

Manufacturer narrative:
Should additional information become available, this event will be updated.

Event description:
Boston scientific received information that a replacement procedure was performed. This pacing system was removed due to a pocket infection. This is the information known at this time.

Event description:
- -